Event description:
It was reported that the patient passed away. Due to privacy restrictions the cause of death and details leading up to death could not be provided by the hospital. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.